Event description:
New information received notes transmissions were received by the clinician, they were normal with no issues noted and the patient had reported no consequences.

Event description:
It was reported that the pacemaker was making noise. No intervention was performed. There were no consequences to the patient.